Event description:
The customer reported to olympus the evis lucera bronchofibervideoscope, had patches and black dots in image / leakage from electric connector. The issue occurred during preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the foreign material comes from the channel. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause as to why the material remained in the device could not be determined. There was no deviation from instructions for use (IFU) in reprocessing steps for the area foreign material remained. No physical damage of the device was confirmed at where the foreign material was remained. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in bf-xp260f operation manual chapter 3 "preparation and inspection". IFU states the preventative measures in bf-xp260f reprocessing manual chapter 3 "cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.